Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the deflation of the left side was inadvertently not reported. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a primary breast augmentation with unknown mentor saline breast implants which the right side deflated, and both side had issue with capsular contractures baker grade ii after implantation. As a result patient underwent bilateral removal and replacement as follow; right replaced with catalog number 3244400, lot number 7617871, and left replaced with catalog number 3284900, lot number 7608099 on (B)(6) 2018. This report is for the left implant.

Manufacturer narrative:
On 3/12/2019, the device identified as catalog number 324-4400, lot number 5727788. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. This report is for the left side. Additional information received indicates that the device reported in this complaint was manufactured in leiden, netherlands. The leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Therefore, events that involve these devices would not need to be reported as asrs/psrs or mdrs. However, since this event has already been reported to FDA, additional information will continue to be reported as applicable. Manufacture site phone: (B)(4). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary the device was received with no gel. No foreign material was observed within the device or on the shell surface. During evaluation the device was found severely rented due just the patch of the device was received. Microscopic examination was performed. No evidence of instrument damage was observed. Rupture complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a deflation was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing rupture complaint was confirmed. Deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).